Event description:
Description: onyx 18 was used to as a medical injectable to embolize an avm in my left calf. Immediately after the procedure, I developed a large ischemic wound due to the agent refluxing into healthy capillaries cutting off blood flow to the skin. From what I have read the agent is not supposed to be used outside the brain for avms unless medically necessary. Ref: (B)(4).